Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to a patient breach in infection control, as reported by the patient¿s nurse.

Event description:
On 8/jan/2024, it was reported that this male patient on peritoneal dialysis (pd) was hospitalized for an infection that may have been peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In an additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. On (B)(6) 2024, the patient was admitted into the hospital. The patient had a pd culture obtained which generated an elevated white blood cell (wbc) and no organism growth and the patient was diagnosed with peritonitis. The patient was treated with antibiotic therapy intraperitoneally with vancomycin and ceftazidime (dosing not provided). On (B)(6) 2024, the patient was discharged from the hospital continuing pd therapy with the same cycler. The patient has recovered from the event, according to the pd nurse. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach infection control.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On 8/jan/2024, it was reported that this male patient on peritoneal dialysis (pd) was hospitalized for an infection that may have been peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In an additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. On (B)(6) 2024, the patient was admitted into the hospital. The patient had a pd culture obtained which generated an elevated white blood cell (wbc) and no organism growth and the patient was diagnosed with peritonitis. The patient was treated with antibiotic therapy intraperitoneally with vancomycin and ceftazidime (dosing not provided). On (B)(6) 2024, the patient was discharged from the hospital continuing pd therapy with the same cycler. The patient has recovered from the event, according to the pd nurse. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach infection control.